Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The insertion section glue was chipped. Additionally, it was found that the objective lens glue peeled off. A definitive root cause could not be identified. Based on the results of the investigation, a definitive root cause of the reported issues could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had rubber part peeled off. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.